Event description:
Report of formal claim received from kennedys regarding pinnacle mom hip revision. Revision due to metallosis and increased blood metal ion levels. Appearance in keeping with a wear reaction. Review of medical records confirmed patient discomfort. Report confirms only head and liner revised. Patient harm, comorbidities and demographics updated. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2771868. A search of the complaint database finds additional reported incidents against lot code 2761745 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.